Manufacturer narrative:
The calibration and qc recovery were acceptable. Therefore there was no indication of a performance issue of the reagent or instrument. The alarm trace did not indicate an issue. Service replaced some tubing which appeared to resolve the issue. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The event occurred in (B)(6). Quality control was acceptable on date of patient testing. The field service engineer discovered the liquid level detection on the sample/reagent probe was not stable. He performed an instrument check and quality control with passing results. The investigation is ongoing.

Event description:
The initial reporter questioned a non reproducible elecsys hcg + beta test system result on a cobas e411 disk. The customer provided data for the one patient. The initial result was reported outside the laboratory. The initial and repeat testing was from the same primary tube. When repeated, serum appeared clear, but then a clot was found on top of the gel layer. On (B)(6) 2020, the patient¿s initial hcg result was 1.15 miu/ml. On (B)(6) 2020, the patient's repeat hcg result was 172.9 miu/ml. Hcg reagent lot number used for patient testing was 385627 with an expiration date of 31-may-2020.